Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that syringe 20ml ll s/c 48 had foreign matter inside of it. This was discovered before use. The following information was provided by the initial reporter: material # - 302830 batch # - 9336303 it was reported that there was foreign matter in the syringe. Customer called and stated that there was what looked like a plastic piece floating above the plunger in the syringe. It was found before being used on a patient. Only one syringe has been found with this issue so far. Customer stated that they do have pictures and the syringe if it needs to be sent in for investigation. Customer was unsure of date of event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20 ml ll s/c 48 had foreign matter inside of it. This was discovered before use. The following information was provided by the initial reporter: material# 302830, batch# 9336303. It was reported that there was foreign matter in the syringe. Customer called and stated that there was what looked like a plastic piece floating above the plunger in the syringe. It was found before being used on a patient. Only one syringe has been found with this issue so far. Customer stated that they do have pictures and the syringe if it needs to be sent in for investigation. Customer was unsure of date of event.

Event description:
It was reported that syringe 20ml ll s/c 48 had foreign matter inside of it. This was discovered before use. The following information was provided by the initial reporter: material # - 302830, batch # - 9336303. It was reported that there was foreign matter in the syringe. Customer called and stated that there was what looked like a plastic piece floating above the plunger in the syringe. It was found before being used on a patient. Only one syringe has been found with this issue so far. Customer stated that they do have pictures and the syringe if it needs to be sent in for investigation. Customer was unsure of date of event.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for material number 302830 and lot number 9336303. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five photos were received for evaluation by our quality team. One photo shows a syringe with solution drawn up to 12ml. In this photo it looks like a white foreign matter is seen next to the rubber stopper. The remaining four photos show the packaging top blister and four syringes not showing any foreign matter or other defect. As no physical sample was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Without a sample we could not offer a probable root cause. The syringe has been used; therefore, the source is unknown. H3 other text : see h.10.